Event description:
It was reported that a patient underwent a gynecological procedure in 2009. Prior to use, the drive cable could not be inserted into the motor drive unit. Another motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/29/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.